Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that an intermittent "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient is having problem with the external devices. Caller stated that patient stated they have had replacement devices and done troubleshooting with patient services and are not happy. Additional information was received from a manufacturer representative (rep). The rep reported that rep emailed back and stated the patient was having problem with their device. Additional information was received from the patient. Ps called patient due to email response from rep. Patient reported she have to sit with paddle for long time to charge 1-2 hours and half hours to charge the implant for a month or little longer. Patient reported the controller is showing error message more and more frequent when she is recharging the implant and she have to reset the controller. Patient reported getting message system error, please contact manufacturer. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated the recharger gets warm, and there is no damage on the rtm. Patient stated she spoke with someone on friday about issue and was told to clean out the tabs and pins on recharger and controller and that seem to help. Patient stated she got spoiled with the old device because she never had trouble with the old device. A replacement rtm was sent to the patient.